Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer received a button error alarm and was not sure how it occurred. Customer was in (B)(6) and caller did not have more information. It was reported that customer had back up plan with her. Caller would wait until customer was back to process replacement.